Manufacturer narrative:
New sling bar was installed and the lift is back in service. Broken sling bar will be returned to manufacturer for analysis.

Event description:
Facility alleged that as the patient was being lifted out of the wheelchair, approx 2-3" in the air, the hook broke on one side of the sling bar. Patient dropped back into the wheelchair and was not injured.